Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported getting no delivery alarms. The blood glucose reading was 140mg/dl. However, the caller stated that based on the blood glucose target ranges established by her hcp, her blood glucose was elevated. Troubleshooting was performed, and the device was functioning as designed. The customer stated that infusion set was changed the day before at noon time, and noticed the next morning that she was not getting insulin. The caller stated that her blood glucose is not going down but rising. The caller had three infusion sets that did not enter into her body at all. Reviewed the alarm history and found several low reservoir alarms and a no delivery alarm. The caller noticed blood in the site when the infusion set was removed. No further information was provided.